Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a couple of atrial tachy response (atr) episodes due to noise oversensing, likely related to a lead connection issue between the right atrial (ra) lead and the crt-d's header. Attempts to obtain additional information were unsuccessful. Both this patient's ra lead and crt-d remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the noisy signals and oversensing allegations, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.